Event description:
It was initially reported by the co rep that during the patient's transfer in the sling from the shower trolly to the wheelchair using the maxi twin lift device the left leg clip detached from the hanger bar of the lift and the patient fell down. As a consequence of the event the patient received fracture of lumbar vertebra without spinal injury. The patient was taken to the emergency room for first aid. It was indicated that the patient stayed in bed for 45 days.

Manufacturer narrative:
(B)(4). Additional info will be provided following the conclusion of the MFR's investigation. Imp ref # (B)(4).